Manufacturer narrative:
(B) (4). The ge service rep replaced the joystick. The system operates as intended.

Event description:
The customer reported that the cradle on the system was having problems rotating. No patient injury was reported.